Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The customer continued to use supplies and successfully deliver insulin delivery. There was no adverse impact to customer's blood glucose level.